Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-06040. It was reported during a recent ipg replacement surgery on (B)(6) 2016 (reference MFR report#1627487-2016-06035 a lead fracture was suspected. As a result, both leads were explanted and replaced with new models at that time. Reportedly, therapy was confirmed postoperatively. The issue is resolved. It is unknown which lead was associated with the issue, therefore both leads are being reported.